Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising and developed multimorphic ventricular tachycardia (vt) with intermittent t-wave oversensing and delivery of a shock. The patient reported tripping and falling around the time of the episode and sustained an injury to one of their fingers and was admitted to the hospital. The patient did not report any awareness of receiving a shock at the time of their fall. The patient was seen in clinic a few days later. Review of the stored episode by a health care professional (hcp) noted that the t-wave oversensing seemed to result in detection, however, the hcp believed that detection would have been met without the oversensing. The hcp felt that this delivered shock was appropriate and suspected that the multimorphic vt was exercise induced. The hcp inquired if there was any need for reprogramming. The hcp noted that the patient has had recurrent cardiac arrests predominantly related to extreme exercise and despite maximal beta blockade, the patient continues to have events. The patient was also noted to have moderate ventricular ectopics including episodes of bigeminy with the dominant morphology appearing to be a right bundle branch block. Ventricular ectopy was observed with exercise and in the recovery phase at times with ventricular bigeminy. The patient was reported to have a history of appropriate therapy for vt and polymorphic vt as well as 2 previous episodes that contained inappropriate shocks for atrial fibrillation (af). The hcp spoke with the physician who indicated that they plan to proceed to an electrophysiology (ep) study with a potential ablation to see if this would reduce the incidents of ventricular fibrillation (vf). No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.